Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently, the device was explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device has been returned, and product analysis completed. Upon receipt at our post market quality assurance laboratory, this pacemaker device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. Review of device memory noted no suspicious faults or codes. There was no safety mode signal observed on the oscilloscope, and that critical therapy remained available. Device diagnostics were performed and confirmed power levels were stable, and performance of pacing, sensing, and recording functions of the device where as expected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently, the device was explanted. Besides surgical intervention, no adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. Manual electrical measurements noted normal pacing and sensing functions. Detailed analysis of the battery did not identify any irregularities. Despite attempts to determine the root cause of the resets and reversion to safety mode, the device operated normally in the laboratory environment and no root cause was able to be identified. Analysis of the device memory noted no suspicious fault codes or resets, and that critical therapy remained available. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Based on the results of the investigation, no escalation is required.